Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: l4/s1 posterior instrumented fusion revision. Primary implant was in 2013. First revision was on (B)(6) 2015. Second revision on (B)(6) 2015 by dr (B)(6). Reason for revision: infection. Revised instrumentation. (B)(4) approach on right side only. 2x 179799745 difar screws were put in l4/l5. 179722145 difar screw was put in s1. Patient was fine post-surgery. Weight, height, patient activity levels and relevant patient pre-existing conditions/comorbidities: unknown. Additional information received on 01/12/2015: patient underwent revision surgery on (B)(6) 2015 due to adjacent level disease only. Therefore no case needs to be captured for this revision.